Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that the ipg was not holding a charge and not working. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned due to medical facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred since year 2018.